Event description:
The customer alleged that she performed control tests using her contour system and received results of 257 and 256 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.